Event description:
It was reported that a malfunction occurred with an error code, preventing the customer from charging the pump. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, and they were able to reset the pump successfully. No further assistance was required.